Event description:
It is reported that on (B)(6) 2014, the patient felt a pointed object through the skin on the inside of her thigh, approximately 10 cm above the left knee joint, a wire tip becomes visible. An ultrasonic testing showed the subcutaneous position of metal wire. The patient's daughter (who is a medical doctor) comes to the hospital and removes the wire in the x-ray department using ultrasound. Case history reveals the patient had rec'd, in this hospital in (B)(6) 2013, a vena cava catheter. No further applications of a metal wire could be found in the anamnesis. The appearance of the piece of wire removed from the patient was different from the vena cava catheter used at this hospital. During the following days, the hospital tried to find out the origin of the metal wire. As a next step, they disassembled the guide wire of the vena cava catheter type which is used in the hospital. They found a core wire inside which is similar to the removed piece of metal wire. Therefore, it might be possible the metal wire removed from the patient is the core of the guide wire of the then applied vena cava catheter. This was explained to the patient. She rec'd, on her own request, psychological support by an in-house psychologist.

Manufacturer narrative:
(B)(4). The device will not be returned.